Manufacturer narrative:
Zimmer biomet (B)(4). Date of event unknown / not provided.

Event description:
It was reported that the abutment screw fractured in dental site 14. The implant is in good condition.

Manufacturer narrative:
One abutment screw was returned for investigation. Visual evaluation of the as returned abutment identified signs of wear from use, and the drive feature contains the fractured piece of the screw. The piece was too badly damaged to be removed. The screw head was worn from use and fractured at the threads. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D4: device expiration . D4: UDI . G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H4: date of manufacture. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report